Event description:
It was reported that the customer's blood glucose level was 571 mg/dl. The customer had issues with her infusion sets and received a no delivery alarms. She also mentioned she was in a diabetic ketoacidosis and hospitalized because of infusion set issues. The cannulas of the infusion sets were bent. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.